Event description:
It was reported that the attachment for the set screw is bent.

Event description:
It was reported that the attachment for the set screw is bent.

Manufacturer narrative:
Evaluation summary: the returned device matched the report and the reported event was confirmed. Review of the inspection and manufacturing records revealed no discrepancies. The deformed and damaged thread of the inner rod and the bent pegs of the screwdriver are a result of an inadequate usage. No non-conformity was identified.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.